Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the impedances was unknown. The high impedances didn¿t resolve. The rep reported that no actions were to be taken at this time, since the patient was getting stimulation where he needed it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep met with the patient to check the impedances. All impedances were high and most were >40,000 ohms. The rep tried different reference electrodes, but all impedances remained high. The patient was still receiving therapy. No symptoms were reported. No further complications were reported or anticipated.